Manufacturer narrative:
UDI: (B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller. The consultant noted that automatic gain control (acg) was programmed on and suggested programming fixed sensing, which the caller did. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a review of stored episodes from this device noted oversensing which resulted in pacing pauses of two seconds for this pacemaker dependent patient. No adverse patient effects were reported.